Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported insulin pump¿s button for scrolling down was not responding. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was able to access the menu screen. Customer stated the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).